Event description:
The customer reported to olympus, the ultrasound gastrovideoscope had water infiltrated. The issue was found during manual reprocessing. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: there was a gap between acoustic lens and ultrasound probe, and the acoustic lens was peeled. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation of water infiltrated was not confirmed. In addition to the reportable findings documented in b5, the additional evaluation found the following: the adhesive on the a-rubber was detached, and due to the wear of angle wire the bending angle in up direction does not meet the standard value. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the observed gap between the acoustic lens and the ultrasound probe, and the acoustic lens peeling issues could not be determined, however, the issues were likely the result of physical stress due to dropping and/or knocking the affected part to a hard surface/object and or chemical stress during the cleaning/sanitization process. Olympus will continue to monitor field performance for this device.